Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer had low blood glucose readings of 20 mg/dl and was sent to the emergency room for it on (B)(6) 2021. Customer was treated with glucagon for the hypoglycemia. Pump was used at the time of the incident. It is unknown if sensor was used. It is unknown if auto mode was used. Troubleshooting was not performed and the customer will continue to use the device. Pump will not return.